Event description:
It was reported that pump experienced malfunction message malf 12 and customer contacted technical support for assistance, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction message appeared again, and customer acknowledged these instructions.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.